Manufacturer narrative:
Event occurred on an unspecified day in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coupler of a vented solution set was cracked. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. Visual inspection confirmed that the male luer was cracked. It was noted that nurses were over priming the line, causing male luer to break. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.